Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device has intermittent display issue "colored lines appear then go away". There was no reported patient involvement/adverse patient impact.